Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was kinked and broken at the proximal end near the of the ECG connector. Also, no ECG signal wires were broken inside the shaft. The product analysis findings did not indicate a manufacturing related defect. In conclusion, the reported issue was confirmed, and the catheter failed the returned product inspection test due to a kink and broken shaft at the ECG connector attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before a cryo ablation procedure, while inserting the mapping catheter into the balloon catheter, the mapping catheter became kinked. It was noted that the "cable became bare". The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.